Manufacturer narrative:
The impella cp was discarded following removal from the patient; consequently an evaluation of the pump at issue could not be performed. A console data log analysis was not included in this report because data logs are not relevant to this failure mode. A device history review was performed and revealed that there were no issues for any pump in this lot set. In addition, there have been no other complaints relevant to this failure mode for pumps in this log set. The root cause of this event could not be determined. No corrective action has been recommended because the failure mode has a low risk index. This failure mode will continue to be monitored. (B)(4).

Event description:
The complainant reported that on (B)(6) 2017 a (B)(6) male patient was admitted to the hospital with an anterior st elevation myocardial infarction (stemi.) The patient was hemodynamically unstable, and an impella cp was placed via the right femoral artery (rfa), prior to having a successful percutaneous coronary intervention (pci) performed on the patient's right coronary artery (rca). The impella was successfully placed and the patient was transported to another unit. During transport the patient became agitated and was moving excessively. This movement caused a large amount of arterial bleeding from the rfa insertion site. Manual pressure was held, but the bleeding continued. The impella cp was removed from the patient and an impella lp 2.5 pump was placed. The patient was then taken emergently to the operating room for successful repair of the rfa. The patient was administered 12 units of replacement blood products. There were no additional reports of any adverse effects to the patient.